Event description:
It was reported that during an procedure using an woven diagnostic electrode catheter the patient experienced pericardial effusion. The physician suspected the cause was the diagnostic catheter puncturing the right ventricular apex. The damage most likely occurred prior to the ablation part of the procedure. No interventions were performed for the pericardial effusion or the puncture. The procedure had been completed by the time of discovery and the patient is expected to make a full recovery. The catheter is not expected to be returned as it was disposed of by the site.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an procedure using an woven diagnostic electrode catheter the patient experienced pericardial effusion. The physician suspected the cause was the diagnostic catheter puncturing the right ventricular apex. The damage most likely occurred prior to the ablation part of the procedure. No interventions were performed for the pericardial effusion or the puncture. The procedure had been completed by the time of discovery and the patient is expected to make a full recovery. The catheter is not expected to be returned as it was disposed of by the site.